Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided renal biopsy through normal tissue using a maxcore instrument. During the procedure, it was reported that the devices outer sheath allegedly failed to fire, resulting in unsuccessful sample collection. The procedure was completed by changing to new product. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. Upon visual inspection, the device was received with a needle protector and without a yellow guard attached to the needle. The device appeared to be clean and was received half primed with the top slide pulled back. No visual anomalies were noted to the devices. Upon functional testing, to prime the top slide was pushed into the device and was able to lock into place. The bottom slide was then pushed into the device and was able to lock into the device. The device was fully primed with no issues. The device was further tested by cocking and firing the device three times into the chicken breast using each trigger for a total of six tests. The device was able to prime and fire properly. All six samples were collected with no issue. Therefore, the investigation is unconfirmed for the reported failure to fire issue as the device was able to be fully primed and fire with no issues and all 6 samples were obtained with no issues a definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026 a patient underwent an ultrasound guided renal biopsy through normal tissue using a maxcore instrument. During the procedure, it was reported that the devices outer sheath allegedly failed to fire, resulting in unsuccessful sample collection. The procedure was completed by changing to new product. There was no reported patient injury.